Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Dealer stated that the unit failed the alarm test.

Manufacturer narrative:
Additional/updated information was added to reflect the device being returned to the manufacturer for evaluation. The result of the evaluation was that the power switch was defective causing the alarms not to function, which confirmed the original complaint issue.

Event description:
Dealer stated that the unit failed the alarm test.